Manufacturer narrative:
(B)(4); the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. The device was removed from the sterile tray for inspection. External visual inspection noted no anomalies. A review of device memory was performed, which confirmed a charge timeout error. The error was displayed after a full energy charge took eight seconds. The device was then interrogated with a programmer successfully, and the CT error was appropriately displayed on the programmer screen. The continue button was pressed, a memory download was completed, and the programmer advanced to the automatic setup screen. The session was ended. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. The charge time error that occurred during the implant procedure was verified; however, the cause of the charge time error could not be determined and the device operated normally during electrical testing.

Event description:
Boston scientific received information that during the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beep tones before it was implanted into the patient. The field representative ended the session and attempted to re-interrogate the device. A red screen was displayed on the programmer. A new device was handed to the physician and the procedure was completed without further complication. A boston scientific technical services consultant discussed that the device likely recorded a long charge time error. This was not a recoverable error and the device must be returned for laboratory analysis to determine the root cause. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beep tones before it was implanted into the patient. The field representative ended the session and attempted to re-interrogate the device. A red screen was displayed on the programmer. A new device was handed to the physician and the procedure was completed without further complication. A boston scientific technical services consultant discussed that the device likely recorded a long charge time error. This was not a recoverable error and the device must be returned for laboratory analysis to determine the root cause. No adverse patient effects were reported.